Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. In the alarm history there were more motor error alarms present. It was reported that the customer's blood glucose was normal and they did not require medical treatment. No specific value was provided. Nothing further was reported.